Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an initial implant of an afx2 abdominal aneurysm graft system, the physician had an issue positioning an extension. The proximal extension was reported to be at the point of the renal arteries and the physician was unable to move the vela graft downward. The physician performed an open repair to resolve the issue. The patient's current status is unknown, no additional patient sequelae has been reported at this time.